Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 36 mg/dl. For treatment, the patient was given glucose. The pod was worn longer than 48 hours on the arm. The patient was discharged after 6 hours. The pod was discarded.

Manufacturer narrative:
The case description states that the user was experiencing low bgs while using the system. The physical device was inspected and passed all functionality tests. The controller was able to pair with a pod to deliver a bolus in manual mode and functioned properly in automated mode. Inspection of the phb file only shows -9 egv readings indicating no cgm was connected. The controller was in manual mode for the entire time as well and was operating under the users basal program. The log files were inspected for any boluses and found all boluses delivered were programmed and confirmed by the user. No problems were found with the system that would lead to an over delivery of insulin.